Event description:
It was reported that the zimmer air dermatome was cutting too shallow. No further injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device was found to be out of calibration on the zero graft setting. However, this would not impact grafting ability. All other graft settings were in calibration. Parts replaced included; head bearings, "o" ring, and reciprocating arm. The device was repaired according to procedure and returned to the customer. The device was purchased in 1996. A review of service records show that the device has received calibration and preventive maintenance service at zimmer osp in 12/2004, 9/2006, and 3/2008. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance".